Manufacturer narrative:
Event occurred sometime in (B)(6) 2021. Additional device product codes: gxl and hxx. Reporter is a synthes employee. Part #: 05.000.008, synthes lot #: 006472, supplier lot #: 006472, release to warehouse date: february 7, 2017, supplier: (B)(4), no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the 05.000.008 reverse speed does not work consistently. The repair technician reported the device did not run in fast forward, forward, or reverse, the bearings are grinding and there is debris inside the housing. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a weekly audit that the hand piece for battery powered driver reverse speed did not work consistently. There was no patient involvement. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).